Event description:
It was reported that the customer was hospitalized for high blood glucose levels. No blood levels were reported. It was stated that the customer had heart palpitations and paramedics were called to treat her at work. It was stated that the customer had given herself 20u in a very short period of time. Reviewing the insulin pump settings the time and date was found to be incorrect and the alarm history revealed an error alarm. No further information was provided.

Manufacturer narrative:
Failure analysis revealed the insulin pump was unable to prime during the prime test. No unexpected off no power alarm was noted. Further troubleshooting was not performed as a result of the prime anomaly.